Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav catheter and the device (including port, luer hub) was not irrigating. The medical team used a pressure bag for irrigation. After turning on the infusion leather switch, there is no water coming out of the catheter tip. The device had been used on the patient prior to discovering the irrigation issue. The correct catheter settings were selected on the generator. There were no issues with flow rate or water output at the start of ablation. A second device was used to complete the operation. There was no adverse event reported on patient.